Event description:
It was reported that there was difficulty slitting the catheter and the cable became visible during slitting of distal portion. The catheter was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the catheter was returned, analyzed and no anomalies were found. It was noted that there was blood on the catheter and slitter, and the catheter appeared damaged at implant. Visual analysis noted that the catheter is slit completely. Difficulty slitting is visible, due to a technique issue. Spiral slitting is visible from the start (technique). The control wire was snagged and broken at 5cm from the tip. The slitter blade is bent and damaged.